Event description:
It was reported that the patient underwent a lumbar interbody fusion. Approximately 6 weeks post-op it was noticed that the device had migrated. Additional surgery was done to remove the device.

Manufacturer narrative:
(B)(4) (revision surgery). The device has not been returned to medtronic for evaluation.

Manufacturer narrative:
Multiple ap and lateral lumbar films showed segmental fusion l4-s1. Interbody device is noted posteriorly positioned in l5 disc space projecting approximately 35% into the spinal canal. A review of the device history records found no information to indicate a non-conformance to specification.